Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Power loss alarm and replace battery now confirmed in the long trace history. Detail trace analysis confirmed the pump alarmed power loss alarm and replace battery now was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board. The insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
The customer reported via phone call the battery would not last long as usual. Customer's blood glucose at the time of incident was 280 mg/dl. The insulin pump was returned for analysis.